Manufacturer narrative:
Visual assessment of the device shows no ts or suture remain on the needle, but were returned. Examination of the t/suture construct showed t1 is missing its distal end. The t2 showed no abnormalities. The insertion needle is twisted and is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
It was reported during a meniscus suture, the second anchor got stuck during the delivery phase. A (0-30) min delay was reported. No patient injury or complications were reported.